Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit turn on the phone and press the button, a long beep and black screen will appear. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed the customer report. It was presumed that the system goes down due to a failure of the cr board. The root cause could not be identified. Olympus will continue to monitor field performance for this device.